Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a coronary eccentric lesion with moderate tortuosity and moderate calcification in the left main coronary artery (lca), that was 60% stenosed. After pre-dilatation, the 3.0 x 23 mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, due to the patient anatomy they were not able to cross the lesion. There was resistance felt during advancement and removal of the device. A non abbott stent was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.